Event description:
The patient was having a total abdominal hysterectomy, rigth salpingo-oophorectomy - fs; the instrument was dull, per the physician. Another enseal was opened and used to complete the procedure.